Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose was 60 mg/dl but the insulin pump was not alerting her. Customer stated that her blood glucose was 50 mg/dl and she had juice, grapes, and half a cheese sandwich. Customer stated that she is feeling okay and her blood glucose was 76 mg/dl. Customer was assisted in turning the alert silence back to off.